Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient felt very sick, disoriented and almost passed out. The ambulance and the firefighters were called and the patient was taken to the hospital. The cgm was reading 84 mg/dl and the blood glucose was taken by the firefighters and the reading was 600 mg/dl. The patient declined to provide any further information about the hospitalization or the treatment received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.